Event description:
The device was used during an unspecified procedure. Reportedly, the instrument did not fire. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not available for eval.